Manufacturer narrative:
Follow up 08-jun-2015: ptc investigation results were provided. On 27-may-2015 two devices were received. Ptc global number: (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, micro-insert of system 1 was stretched and detached. The system 2 was received without micro-insert. All IFU steps on both systems were completed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event during the procedure is an anticipated event. Final risk classification risk category v. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 10-jun-2015 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the right implant remained hung on the delivery catheter (interpreted as device deployment issue) and unrolled in the cavity (device shape alteration). These events are non-serious and listed in the reference safety information for essure. The implant was secondarily removed with pliers and bilateral placement was not done. The left side was inserted successfully, with 3 trailling coils on hysteroscopic control. Since the reported events occurred during essure insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis stated that product was returned for investigation and as received, micro-insert of system 1 was stretched and detached. The technical assessment concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow-up information received on 09-sep-2015 no further information was received after follow-up attempts. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 11-sep-2015 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the right implant remained hung on the delivery catheter (interpreted as device deployment issue) and unrolled in the cavity (device shape alteration). These events are non-serious and listed in the reference safety information for essure. The implant was secondarily removed with pliers and bilateral placement was not done. The left side was inserted successfully, with 3 trailling coils on hysteroscopic control. Since the reported events occurred during essure insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis stated that product was returned for investigation and as received, micro-insert of system 1 was stretched and detached. The technical assessment concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 05-may-2015 which refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2015, with lot number c64475. Physician had been trained to the essure procedure. During attempt of placement on the right side the ostium was well seen and the protocol was respected. According to physician, the implant remained hung to the delivery catheter and unrolled in the cavity. Implant was secondarily removed with pliers for foreign bodies withdrawal. The events occurred in the operatory room, during placement. There was no cause related to the patient that could explain the event. Bilateral placement was not done and the patient was to be convoked again after 3 months. Hysteroscopic control on the left was ok (3 coils). No further information was provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the right implant remained hung on the delivery catheter (interpreted as device deployment issue) and unrolled in the cavity (device shape alteration). These events are non-serious and listed in the reference safety information for essure. The implant was secondarily removed with pliers and bilateral placement was not done. The left side was inserted successfully, with 3 trailing coils on hysteroscopic control. Since the reported events occurred during essure insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis has been requested.